Event description:
It was reported that during a mapping procedure, the mapping system was affected by significant software system lag. The lag caused a 30-minute delay in loading the computed tomography, and attempts to perform segmentation were unsuccessful, with the system not responding for up to one minute after each input. Troubleshooting steps included logging out, deleting ten cases from the system, and relogging in to attempt segmentation again, but the same issue persisted, preventing the import of anatomy and creation of a map. As a result, the procedure was aborted, and the patient was required to stay for an overnight hospitalization and return the following day to complete the procedure. The mapping system continues to be used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.